Manufacturer narrative:
(B)(4) gender - additional, if follow-up, what type?: additional information.

Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016, on behalf of the patient, to report a transmitter failed error that occurred on (B)(6) 2016. No injury or medical intervention was reported.